Event description:
It was reported that the battery longevity on this cardiac resynchronization therapy pacemaker (crt-p) was reduced by a year, in 2 months time. Then 3 months later, the battery longevity increased by 2 years. Data analysis was suggested; however, the health care professional (hcp) declined. The cause for the battery fluctuation is not known. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.